Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a right mid cerebral artery aneurysms, the echelon 10 (mc) microcatheter was placed, but when advancing the 4th coil (deltapaq cerecyte microcoil), friction occurred at the distal part of the mc. The surgeon withdrew the wire and tried many times but still failed. The coil had already stretched after removing from the patient. The surgeon changed same like product to complete the procedure. After the resistance occurred, no additional force was used to further advance the coil system through the microcatheter, and no additional torque or manipulation was used to make the coil stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. After the event, the same microcatheter was used with the next devices and a constant and dedicated saline source used at all times. After the event, no other damages were noticed on the devices (kink, bend, fracture, separate, etc.). No further information was provided, and no adverse event occurred. The coil was returned stretched at the proximal section. The coil¿s socket ring has been pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the coils friction and eventual stretching. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils friction and coil damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance that pushed the coil¿s socket ring down inside the outer sheath which caused a loss of concentricity between the distal tip of the dpu and the proximal end of the coil. This loss of concentricity would have produced friction. In addition, a portion of the coil damage found may have been caused during this time frame. In this condition friction will be encountered when attempting to advance the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed with analysis, additionally it appears that procedural and handling factors contributed to the reported event. The instructions for use provide guidance in the use of the device. The DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After the resistance occurred, no additional force was used to further advance the coil system through the microcatheter, and no additional torque or manipulation was used to make the coil stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. After the event, the same microcatheter was used with the next devices and a constant and dedicated saline source used at all times. After the event, no other damages were noticed on the devices (kink, bend, fracture, separate, etc.). No further information was provided.additional information will be submitted witin 30 days of receipt.

Event description:
During treatment of a right mid cerebral artery aneurysms, the echelon 10 (mc) microcatheter was placed, but when advancing the 4th coil (deltapaq cerecyte microcoil), friction occurred at the distal part of the mc. The surgeon withdrew the wire and tried many times but still failed. The coil had already stretched after removing from the patient. The surgeon changed same like product to complete the procedure. No adverse event occurred.